Event description:
It was reported that after use the safety mechanism was not functioning with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: (2 of 4 complaints). Needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release.

Manufacturer narrative:
Investigation summary: two representative samples were provided for evaluation by our quality engineer team. Each of the returned samples was subjected to a pull test to determine the product's functionality. Both of the samples appeared to meet specifications and no defects were observed following testing. A device history record review was completed by our quality engineer team for provided lot number: 9134798. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use the safety mechanism was not functioning with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: (2 of 4 complaints). Needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release.